Event description:
A customer reported a malfunction with their insulin pump after it was exposed to water in a hot tub, but this did not adversely impact their blood glucose level. The issue could not be resolved by resetting as it displayed malfunction code malf 3, with a fault ID of 3-0x2095, and was deemed non-resettable. Technical support arranged to replace the pump, providing the customer with a new one featuring up-to-date software. The customer was instructed on how to put the pump into storage mode, return the faulty pump via ups, and advised on the steps to take upon receiving the replacement. A backup insulin pump will ensure uninterrupted insulin delivery. The replacement was dispatched without the need for a delivery signature.